Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mechanical failure. Could not remove cover screw from the packaging. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Swelling was reported at time of implant failure. Bone quality at the time of implant failure type iii.